Manufacturer narrative:
(B)(4). Visual analysis of the returned device found the basket was in closed/retracted position. The sheath was found torn towards the distal end. The sheath was also found kinked towards the distal end. Functional inspection found the basket was unable to extend when the handle was actuated due to the torn sheath. The basket was manually extended and the basket wires were found to not be deformed. As per complaint information, the issue occurred during the procedure. The failures found (sheath torn/kinked), are issues that could have been generated due to manipulation of the device during its use, the interaction with the scope, or interacting with other device. Additionally, anatomical and/or procedural factors during could have kinked the sheath. Once the sheath is kinked, it would generate resistance during the actuation of the handle. Continued attempts to actuate the handle or force applied to the handle can result in tearing the sheath and consequently the device would become unable to extend the basket. During manufacturing the devices are inspected in order to confirm the sheath is free of kinks by running fingers along its length; if the sheath is kinked, the part is scrapped. Based on the information available and the analysis performed, the most likely root cause for the encountered damages is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. However, the reported issue of basket wire deformed cannot be confirmed, and therefore the most likely root cause of that issue cannot be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an escape retrieval basket was used in the ureter/kidney during a lithotripsy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the basket wire was found deformed and retrieval could not be performed. Another escape basket was used to complete the procedure. There were no patient complications as a result of this event. Investigation results revealed that the sheath was torn at the distal end; therefore, this is now an MDR reportable event.